Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient was transferred to a different clinic for lead extraction because of noise on the right ventricular lead. The lead was replaced and the patient was stable after the procedure.

Manufacturer narrative:
The reported field event of noise was confirmed. As received, a complete lead was returned in one piece. External abrasion breaching the outer insulation and exposing the outer coil was found at 11.3¿11.6 cm from the connector pin consistent with friction to device can. The cause of the noise was due to the external insulation abrasion which is consistent with friction to the device can.